Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. After fsr replaced the batteries the status light is still blinking. Power supply will be replaced. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vent shut down due to power outage. Unfortunately, the battery did not support the running of the ventilator. The patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.